Event description:
Caller states that a patient allegedly received the following results, with two different roche meters, within 10 minutes: hi (greater than 600 mg/dl) (B)(4) and 147 mg/dl (B)(4) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform meter (B)(4). Reference medwatch with (B)(4) for the inform meter (B)(4).